Manufacturer narrative:
(B)(4). Results of evaluation: carefusion was not able to duplicate the reported issue during testing and evaluation. The ventilator passed 49 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and the initial alarm volume test. The o2 blender was sent to failure analysis for evaluation and the service technician was able to duplicate the reported issue. The o2 blender failed the final test for non-conformance with the oxygen being out of specification. The o2 blender also failed the functional test for low o2 blending. Carefusion replaced the o2 blender to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a "high pressure alarm" and low oxygen pressure during a flight. It is unknown at this time whether there was any patient involvement associated with this complaint.